Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by weakness. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. At the time of this report, hospitalization was ongoing and the patient was not recovered. Dianeal therapy was ongoing. No additional information is available.